Manufacturer narrative:
The opinion of the physician is that the placement of the non-csi guide catheter placed additional stress on the device, which may have been the root cause of the fracture. Device evaluation conclusion: the oad and engaged guidewire were returned. Visual examination confirmed that the driveshaft was fractured at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. This hypothesis is supported by the reported physician opinion regarding non-csi guide catheter placement. Scanning electron microscopy analysis of the crown also revealed evidence of significant corrosion. The chip in the crown is likely due to the corrosion post procedure, which is consistent with the details reported by csi's field representative. This is not considered a contributing factor in the reported event. The diamondback 360¿ coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the failure analysis investigation, the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure in which a diamondback coronary orbital atherectomy device was used, the guide catheter placement in the ostium was imperfect. As a result, additional torque was experienced during treatment in the right coronary artery. During the third treatment on low speed, the driveshaft fractured. The fragment was removed with the viperwire after two hours of additional procedure time.